Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a thoracic aortic aneurysm at aortic arch-descending aorta using gore tag thoracic endoprosthesis and gore excluder aaa endoprosthesis with chimney technique. Prior to the procedure, on the same day, the bypass (ax-ax and ca-ca) surgery was performed to keep the blood flow to the branches, because the tag devices were placed from the ascending aorta. Firstly, one tag device was implanted distally. The lunderquist extra stiff wire was used. Just after that, an anesthesiologist noticed that the monitor showed the brain waves disappeared. As the status recovered soon, the procedure continued and another 2 tag devices and 1 excluder device were implanted. On (B)(6) 2012, it was reported that the pt didn't awake from anesthesia after the procedure. According to the physician, the pt developed a stroke and there was cerebral infarct due to the emboli. Thrombosis at the thoracic aorta was observed before the procedure, but the volume could not be confirmed. Another physician stated that the lunderquist wire might be related to the event. Drug control was used to prevent the brain hypertension.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.